Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol) there was an issue with the cartridge. The lens was not sliding through the cartridge easily and it was being scarfed. Additional information was received and it was learnt that with lens scarfed it was meant that the lens remained folded once inserted into the eye. The lens was cut out and replaced with another lens, same model and diopter. No incision enlargement and no patient injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/28/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose particles on the lens surface. The lens was observed cut in two pieces with a chipped edge. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.